Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server a system-wide issue occurred where nursing staff access was automatically removed. The user stated that this had happened multiple times since the server and station upgrades performed in may. As a result, nurse roles were being removed from the es server without user intervention, required the pyxis administrator to manually restore the affected nursing staff access each time the issue occurs. However, there were no delays or adverse events or injuries reported based on this event.